Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: no anomalies were found.

Event description:
It was reported that the device had a possible header problem. Ventricular lead impedance was greater than 9999 ohms intermittently, and isometrics demonstrated that certain arm movements showed widely varying impedances and thresholds. During the revision procedure, the leads tested normal through the analyzer. The device was explanted and replaced. There were no reported patient complications as a result of this event.